Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to second-degree cystocele. It was reported that patient underwent resection of mesh, vaginoplasty and cystoscopy on (B)(6) 2010 due to pelvic pain, dyspareunia and mesh erosion into vagina.

Manufacturer narrative:
(B)(4). Conclusion:no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision and cystectomy on (B)(6) 2007 due to painful intercourse and on (B)(6) 2009, underwent resection of the mesh tape, vaginoplasty and extescopy due to erosion of the mesh tape into the vaginal mucosa and dyspareunia . No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/25/2017. It was reported that patient underwent tvt revision on (B)(6) 2008 by at (B)(6) due to history of tvt with tissue erosion and exposed mesh.